Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient has had tinnitus since implantation. The tinnitus has grown in loudness over time. The patient has stopped using her processor for this reason. There was no device malfunction found during testing. The device has been explanted.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem. This finding was expected because according to the patient report the device was explanted for medical reasons, i.e. Tinnitus, which might have been addressed during revision surgery. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient has had tinnitus since implantation. The tinnitus has grown in loudness over time. The patient has stopped using her processor for this reason. There was no device malfunction found during testing. The device has been explanted. The patient was re-implanted with a cochlear implant. Reportedly, the surgeon decided to move the location of the implant housing in case this was the cause of tinnitus. As per latest information received, tinnitus was not observed since re-implantation.